Manufacturer narrative:
During use of a 6f mynxgrip vascular closure device (vcd), upon introducing the grip into the sheath it became stuck the physician had to pull it out and replace it. There was no reported patient injury. The mynx vcd was intended for a neuro interventional procedure using a retrograde approach. The deployer was mynx certified. The mynx device was intended for the normal groin arterial vessel stick location. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion has a little vessel tortuosity and a little presence of peripheral vascular diseases (pvd) or calcium in the vicinity of the puncture site. The device was stored as per the labeling and was opened in a sterile field. The procedure used a 6f non-cordis sheath and it was slightly kinked or bent upon removal. There was a little visible bent or damaged in the distal end of the balloon shaft after removal. There was no excessive force applied during insertion. The patient's hospitalization was not extended as a result of the event and the patient recovered after the mynx event. Hemostasis was achieved with the use of another mynx device. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted on the shuttle cartridge. Upon unsheathing, the sealant was found inside shuttle cartridge, exposed to blood, and appeared to have ¿swelled¿. The advancer tube remained inside the shuttle cartridge. The condition of the returned device indicates a device deployment jam. The device was inspected for damages/anomalies that may have contributed to the reported failure. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated and resistance was felt when advancing the shuttle due dry blood on the sealant. The sealant was loosened from the catheter, and the shuttle was able to advance without issue. The advancer tube was able to engage the proximal tamp lock. After unsheathing, blood was observed on the surface of the advancer tube, which indicated that blood may have been trapped inside the sheath during the procedure. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated. A product history record (phr) review of lot f1803903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device showed evidence of the sealant prematurely swelling which may have contributed to the reported event. In addition, damage to the procedural sheath, such as the kink condition reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During use of a 6f mynxgrip vascular closure device (vcd), upon introducing the grip into the sheath it became stuck the physician had to pull it out and replace it. Therefore, hemostasis was achieved with the use of another mynx device. There was no reported patient injury. The patient's hospitalization is not extended as a result of the event and the patient recovered after the mynx event. The mynx vcd is intended for a neuro intervention with a retrograde approach. The deployer¿s mynx training status is certified. The mynx device is intended for the normal groin arterial vessel stick location. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion has a little vessel tortuosity and a little presence of peripheral vascular diseases (pvd) or calcium in the vicinity of the puncture site. The device was stored as per the labeling and was opened in a sterile field. The procedure used a 6f non-cordis sheath and slightly kinked or bent is noted upon removal. There is a little visible bent or damaged in the distal end of the balloon shaft after removal. There was no excessive force applied during insertion. Other additional procedural details were requested but are unknown. The device is expected to be returned for evaluation.